Event description:
It was reported that an alert was received for an out-of-range pacing impedance measurement from this right ventricular (rv) lead. The specific measurement was not provided. Boston scientific technical services (ts) was contacted and recommended performing a patient-initiated-interrogation to receive the specific measurement. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.